Event description:
During withdrawal from femoral artery the catheter hooked. By careful turning and pulling the catheter and the spiral tip could be partly withdrawn. A part of the tip remained in the pt which resulted in an extension of the surgical intervention bypass. Intervention required: vein bypass instead of profunda embolism with profunda plastic. On the following day the pt was sent to dialysis and on the next day had a heart attack.